Event description:
It was reported that the cartridge did not fully snap into the pump. There was no adverse impact to the customer¿s blood glucose level. The caller was assisted by technical support to inspect and clean the pump, and successfully load a new cartridge onto the pump, allowing them to resume insulin.